Manufacturer narrative:
Preliminary analysis of the returned device revealed that the reported behavior most probably resulted from a damaged power cable.

Event description:
Reportedly, the pit button of the home monitor remains red, while no progression light is on. Preliminary analysis of the returned device revealed that the reported behavior most probably resulted from a damaged power cable.

Manufacturer narrative:
The correct g3 value from follow-up 1 was 13 june 2022 (and not 16 march 2022 as indicated).

Event description:
Reportedly, the pit button of the home monitor remains red, while no progression light is on.

Manufacturer narrative:
Upon reception, the subject home monitor was tested and the reported behavior was confirmed. Analysis revealed that the observed issue resulted from a damaged power cable. The subject home monitor was tested with another power cable and normal device functioning was observed.

Event description:
Reportedly, the pit button of the home monitor remains red, while no progression light is on.